Event description:
It was reported one of the patient¿s leads had migrated. Surgical intervention took place on (B)(6) 2024 wherein the lead was repositioned to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3146, UDI: (B)(4), serial: (B)(6), batch: 10075733. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.